Manufacturer narrative:
Product event summary: the full lead was returned and analysis found that the distal conductor was distorted due to over-rotation. The distal electrode was covered in blood. Visual analysis noted that the lead was damaged at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the lead helix would not retract or extend when the lead was attempted to be repositioned. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.